Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms during testing were noted. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating button error and low blood glucose readings from the insulin pump. The customer's blood glucose was 27 mg/dl. The customer treated with orange juice. The customer stated that the pump alarmed button error during jogging and she was not able to clear it. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump. The customer declined to troubleshoot for low readings.